Event description:
It was reported that patients coverage and relief had decreased significantly due to multiple impedances on one lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7075338.